Event description:
The family member of the home patient (hp) reported the hp was hospitalized with peritonitis after using the homechoice set for apd therapy. The hp's family member relates that during the apd therapy the hp experienced a system error 2240 alarm during dwell 3, which indicates that the homechoice cycler detected an air leak in the disposable set and diverted the air down the drain line. At the time of the alarm, the hp's family member contacted baxter's operational support for assistance and was instructed to discontinue use of the current disposable setup and restart therapy using new supplies, however, the hp's family member did not follow instructions and attempted to re-use the same setup. The setup was eventually discarded after encountering an additional alarm situation. The hp's family member then made an unauthorized prescription change and reduced the number of cycles delivered to the hp to only 2, after which the hp initiated and completed apd therapy using a new disposable setup. The hp was hospitalized with peritonitis the following night and subsequently expired on the day after the event. Follow up with the hp's healthcare professional reveals the hp's death is felt to be related to a peritonitis infection.